Event description:
The pt rec'd a 2.5x18mm cypher stent in the distal right coronary artery (rca). Just after the procedure, the pt complained of chest pain and st-elevation was observed on ECG. Twenty hrs after the procedure, coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and balloon angiography were conducted.

Manufacturer narrative:
This device cjs 18250 (lot i0206030) is distributed outside the us; however it is similar to the us product cxs 18250. A male pt with a medical history of hypertension, hyperlipidemia, smoking, kidney failure and previous pci experienced a thrombotic event immediately after cypher stent implantation. The pt was initially admitted with an ami and underwent an emergent angiogram that revealed a lesion in his distal rca. This pt's history and emergent presentation with an ami put him at increased risk for mace. In addition, his ami puts him in a hypercoagulable state and at increased risk for a thrombotic event specifically. Pre and intra procedural medications included asa, ticlid and heparin. Acts were not measured during the procedure. The distal rca was described as de novo, type b1, 2.5mm in diameter, 15mm in length and concentric. The lesion was pre-dilated prior to the placement of a 2.50x18mm cypher stent at a maximum inflation pressure of 16atm. The procedure was completed with a resultant timi flow of 3 and a residual stenosis of 0%. Of note, the physician reported that the stent was little under-sized. Just after the procedure, the pt experienced chest pain and developed st elevation. A repeat angiogram, done 20 hrs after the index, revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and ptca. The product remains implanted in the pt and is not available for eval. Device history review was conducted and the product met quality requirements for product acceptance. Thrombotic events are a known potential adverse event following stent implantation. According to the procedural physician, the cause of the thrombotic event was the underdilation of the stent. Conclusion: there are pt, procedural and possible pharmacological factors that may have contributed to this event.